Event description:
One touch ultra meter was reading inaccurately high with control solution. The reporter obtained control solution results of 189 and 185 mg/dl on the reported meter, which fell outside of the specified control solution range. The patient took insulin following use of the meter. The reporter called the patient's doctor for advice. The doctor adjusted the patient's medication and advised the reporter to get the meter checked. There is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative (ccr) walked the reporter through two consecutive control solution tests; both results fell outside of the specified control soulution range. The meter, test strips, and control solution were replaced.